Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 503458 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited a warning for a polarity switch and measured low impedances. Atrial oversensing was also observed on stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.